Manufacturer narrative:
Concomitant medical products: product ID: 459888 lead, date of implant: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high/undefined and varying pacing impedance, and high-rate, non-sustained episodes and that the right atrial (ra) lead was undersensing. The rv lead was capped and replaced and the ra lead remains in use. No patient complications have been reported as a result of this event.